Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction with a sample known to contain anti-lea to the 0.8% surgiscreen cells lot # vss681 cell# 1. However, sample reacted with cell #3, that is negative for lewis a antigen. Customer performed additional work-up and anti-lea was identified with 0.8% resolve panel c with treated cells only. Vss681, cell# 1 is lewis a positive, but no reaction noted with sample in question. Sample was tested against 0.8% resolve panel a and all reactions were negative. Testing performed in the mts anti-igg gel card. All described testing performed on (B)(6) 2014. All ocd products confirmed to have normal appearance and stored according to their IFU indications. Quality control confirmed to be satisfactory using the alba q. Ocd discussed a possible second antibody present. Customer only reporting incident for tracking and trending. Satisfied with documentation.